Event description:
Reportedly, during an interrogation, messages related to integrity of the system and to problems on the report were displayed.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during an interrogation, messages related to integrity of the system and to problems on the report were displayed.

Manufacturer narrative:
Preliminary analysis confirm the reported behavior. These messages are due to the fact that the programmer was not in a recent version of smartview.

Event description:
Reportedly, during an interrogation, messages related to integrity of the system and to problems on the report were displayed.